Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 231661991); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left-sided clinoid segment aneurysm with a max diameter of 2mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 7mm diameter. The landing zone was 3.5 mm distally and 4.47mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level met the standard. It was reported that once 5f navien was in place, the malleable microcatheter¿after being properly hydrated¿was advanced to the m2 segment under guidewire guidance. Subsequently, the ped-450-18 was hydrated normally and delivered. After the stent was opened, it was retracted to the intended anchoring position; it continued to deploy the stent, the stent failed to open within the clinoid segment. Despite repeated attempts to push, pull and adjust, it remained unopened. A subsequent angiogram revealed the formation of a thrombus within the stent. The entire system¿including the stent and microcatheter¿was immediately withdrawn. Upon external examination, a substantial thrombus was confirmed within the stent; consequently, the device was replaced with a ped-450-20 and a new malleable microcatheter. The angiographic result post procedure showed complete retention of contrast medium within the aneurysm. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes or contributing factors for the failure to open were not identified. The middle section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. The stent was resheathed and redeployed as additional steps to open, but it still failed to open.